Manufacturer narrative:
An inspection of the device reveals that there is exterior and interior damage, most likely the result of a severe impact that may have occurred during shipment after leaving the sscor facility. The damage caused the device not to perform to specifications. See scanned pages.

Event description:
It was reported to sscor by fire dept. That upon responding to an emergency call, the suction device stopped suctioning shortly after turning it on. Sscor has not received further information regarding the involved patient.